Manufacturer narrative:
Updated fields: b4, d9(device available for eval & return to manufacture date), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: d5. Getinge field service engineer (fse) found during pm display showed blurry and jumbled characters replaced lcd display as precaution. Performed pm same service visit and returned unit to service. The failure analysis and testing dept. Received display with a reported unit failure of blurry and jumbled characters. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed ¿ display into the monitor of the cs300 test and tested the display to factory specifications per the cs300 service manual . The fat dept. Could not verify the complaint of a blurry and jumbled characters. The display passed testing. Retaining the display in the failure analysis and testing department . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) lcd defective. There was no patient involvement reported.